Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, a21 error test, self-test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify a21, a17, battery out limit, low batt alarms due to motor error alarms.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 283 mg/dl at the time of the incident. Customer reported that they received another insulin pump error. Customer reports they were able to clear the alarm. Customer able to complete rewind the insulin pump. Customer states the pump was not stored or not in use for an extended period of time. Customer states the insulin pump alarm did not occurred shortly after inserting a new battery. Customer reported that they performed self test and test was passed. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.